Event description:
Dexcom g6 sensor inaccuracy: 9:11am g6 reading 105, finger stick reading is 141. That is a mard(mean absolute relative difference) of 25.5%, which is outside the allowed 20% range. Additional information received from a reporter on 08/13/2024 for a report number mw5158257.

Event description:
Dexcom g6 sensor inaccuracy: 8:34am g6 reading 138, finger stick reading is 110. That is a mard(mean absolute relative difference) of 25.5%, which is outside the allowed 20% range. Inserted (B)(6) 2024; activated on (B)(6) 2024.